Manufacturer narrative:
(B)(4). Physio-control evaluated the internal paddles and verified that the pin was broken from the connector. The customer was utilizing paddles that were more than eight years old. The customer was educated regarding physio-control's current recommendations for internal paddles use and sterilization guidelines. The facility purchased replacement paddles and will update their procedures and protocols to comply with physio's recommendations.

Event description:
It was reported that a connector pin broke off the internal paddles during a procedure. Before a replacement set was retrieved, a pt passed away. There was no additional info regarding the pt condition or event provided. Physio-control's clinical specialist review of the reported event found that there is insufficient data available to determine the impact of the device use, the pt ECG rhythm is unk.